Event description:
Reporter alleged blood glucose measured 221mg/dl compared to the dr's measurement of 100mg/dl when testing was performed within less than mins apart. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.